Manufacturer narrative:
The logs were reviewed and based on the review conducted, there is no evidence that the pump experienced a malfunction or failure. The cause of the low bg could not be determined based on the review conducted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 22 mg/dl; cause was unknown. Reportedly, customer lost consciousness. Customer was treated with intravenous fluids of dextrose drip to address bg. Customer was discharged 2 days later, (B)(6) 2026 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes.